Event description:
The customer prepared the device without any problem and positioned it. The patient was prone for the laminoplasty procedure. Doctors washed their hands and covered a patient with a drape. The patient¿s head fell down and the doctor supported it when they were just about to start time out. Patient information unknown. There was no patient injury. Delay in surgery was reported as 2 hours;they had to replace it with another manufacturer's device. Surgery was completed.

Manufacturer narrative:
Investigation completed 08/01//2017. Device history record reviewed for (B)(4). Work order /122830 lot/ 151 manufactured on 3/4/2015 show no abnormalities related to the reported failure. The devices manufactured during this period passed all required tests. A two year look back from 07/06/2015 to 07/06/2017 for this reported failure using key words "broken¿ "stud" for product ID shows that 26 complaints were received including this case. No new design or manufacturing trends have been identified. This investigation included outsourced material testing, stress engineering and fractography. The consensus of investigation finds the most likely root cause of complaint event is: user applied torque to knob in excess of material strength of screw thread. Or combination of user torque and clamp support load exceeding screw thread strength.